Manufacturer narrative:
Other, other text: returned device was received with outdated pcb and power switch. Wear and tear damaged enclosure, front cover, and plate clip. Cracked tank cover. Faded line cord. During the evaluation of the device the customer reported condition was confirmed. A cracked tank cover caused the leak and the overtemp was alarming because it was out of calibration. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer had leakage and alarms going off. No patient involvement.